Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. The user was trained to the device. There were no visible signs of device/package damage prior to use. The device was stored, prepared, and used in accordance with the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f was returned for investigation following a reported complaint. Upon visual inspection, it was noted that neither button 1 nor button 2 was depressed. The stopcock was in an open position. There was a syringe attached, but no catheter sheath introducer (csi) was present. The sealant sleeves¿ condition showed no damages or any other abnormal conditions; and the sealant was in its manufactured position, fully covered by the sealant sleeves. Additionally, a considerable amount of saline substrate was observed in the inflation lumen, but no other anomaly was noted. Functional testing could not be executed successfully due to a blockage perceived in the inflation lumen when the balloon was attempted to be inflated. A large amount of sedimented saline solution substrate was noted inside the balloon, resulting in the impediment of the balloon inflation. Additionally, it was observed that the pressure indicator worked as intended, popping out during the inflation attempt. A magnified visual analysis of the balloon surface was conducted, showing sedimented saline solution matter traces inside the balloon. No evidence of superficial rupture, puncture, or tears was observed to confirm a possible attributable cause related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed since functional analysis could not be performed due to the blockage of saline substrate within the inflation lumen and there were no damaged noted to the balloon. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. The user is trained to the device. There were no visible signs of device/package damage prior to use. The device was prepared and used in accordance with the instructions for use (IFU). The device was stored as per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.